Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the corner of the user interface of the controller was confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded from the returned controller for review. A review of the downloaded log file showed 256 events spanning approximately 2 days (22sep19 ¿ 24sep19 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and was able to support pump function for extended operation. Damage to the user interface did not affect the controller¿s ability to operate the system. The root cause for the damage to the user interface was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The patient's modular cable is reported under MFR#2916596-2019-04635.

Event description:
It was reported that the modular percutaneous lead outer cover was torn near the controller connector. The corner was loose on the face of the controller and moisture will be able to enter. No further detail was provided.